Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump, had a critical pump error. Blood glucose level at the time of the incident was 110 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the devices for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error 40 alarm is found in the formatted history file due to software error. Unable to perform the self test, displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window.